Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic ketoacidosis and coma. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The pod had expired in the middle of the night and slept through changing the pod out, leading the patient to wake up in the hospital. The patient's blood glucose level was not provided but the patient was wearing the pod longer than 48 hours at the time of the reported event. Symptoms reported include coma. The patient was treated with intravenous insulin and unspecified fluids, and a feeding tube. The patient was discharged on (B)(6) 2026.